Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's incision at the ipg site split open after a fall and was brought to the hospital. The wound was treated with antibiotics and the patient underwent an explant procedure because the physician was concerned about a possible infection.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's incision at the ipg site split open after a fall and was brought to the hospital. The wound was treated with antibiotics and the patient underwent an explant procedure because the physician was concerned about a possible infection.